Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/27/2016.

Manufacturer narrative:
Date sent to FDA: 08/03/2017. Patient codes: (B)(4)- additional surgical intervention. It was reported that the patient underwent a gynecological surgical procedure on (B)(4)2006 and tvt was implanted. It was reported that she experienced pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, dyspareunia and urinary tract infections. It was reported that patient underwent mesh removal and bilateral salpingo-oophorectomy with excision of paratubal cyst on (B)(6)2016.